Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. C35387) inserted for female sterilisation. The patient's past medical history included abdominal distension. Concurrent conditions included menorrhagia, endocervicitis, endometrial metaplasia, nabothian cyst and vaginal itching. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: tubal obstruction by essure device most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number, concomittant condition added, product and patient information added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. C35387) inserted for female sterilisation. The patient's past medical history included abdominal distension. Concurrent conditions included menorrhagia, endocervicitis, endometrial metaplasia, nabothian cyst and vaginal itching. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: tubal obstruction by essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal distension. Concurrent conditions included menorrhagia, endocervicitis, endometrial metaplasia, nabothian cyst, vaginal itching, headache, epilepsy and obesity. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as zonisamide (zonegran). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced back pain ("back pain"). In 2016, the patient experienced rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 1 year 7 months after insertion of essure, the patient experienced wound dehiscence ("other injury(ies) or complicationplease describe: post-op wound dehiscence."). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes"), pollakiuria ("bladder or urinary problems or changes frequent urination"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache and back pain was resolving, the mood swings, vulvovaginal mycotic infection, female sexual dysfunction, rash, bladder disorder, pollakiuria, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue and wound dehiscence outcome was unknown and the dyspareunia had resolved. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, mood swings, nausea, pelvic pain, pollakiuria, rash, vaginal discharge, vulvovaginal mycotic infection and wound dehiscence to be related to essure. The reporter commented: medical background: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: tubal obstruction /total bilateral occlusion. Concerning the injuries reported in this case, the following onewere described in patient¿s medical records: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received: added new events: hormonal changes describe: mood swings, yeast infections, apareunia ,rashes, bladder or urinary problems or changes, migraines / headaches,nausea, dysmenorrhea, dyspareunia, back pain, vaginal discharge, fatigue, post-op wound dehiscence, updated outcome of event pain, added medical history and concomitant medications. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.